Event description:
Devices were being utilized for a low pulsed dose rate brachytherapy treatment. During the application which required eight catheters, it was noted that three of the catheters were defective. The most distal part of the device fell into the throat of the pt who was under total anesthesia. The buttons were recovered, one which was set in a piriforme sinus, with laryngoscopy equipment.